Event description:
It was reported, the targeter missed the screw on the posterior to anterior screw through the calcaneus. The surgeon checked targeting with another nail and it missed again. (Prior testing was done and the targeter worked fine; may have been damaged during sterilization or the case).

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.